Event description:
Procedure type: urlogical/gynecological. According to the rptr: the pt underwent surgery for treatment of pelvic organ prolapse and other symptoms. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4).